Manufacturer narrative:
The customer stated that the device will be returned, but has not been received by the manufacturer. Approximate age of device- 9 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient suffered from stroke on (B)(6) 2018 and experienced low flow alarms on (B)(6) 2018. Based on the log file, technical service confirmed multiple low flows alarms between (B)(6) 2018. The clinician stated that the patient was non-complaint with prescribed coumadin over the past few months and rarely have an inr level greater than 1.8 as the result. The patient showed frank neurological compromise such as flaccidity, unconsciousness, minimal purposeful movement or wakefulness of any kind. The patient was given steroid to reduce inflammatory and was intubated for respiratory burden. The patient developed hemorrhagic conversion from embolic. The patient remained compromised with no meaningful improvement status and was pronounced to be deceased on (B)(6) 2018 as the patient's family opted to withdraw care. The device will be returned for evaluation.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Device evaluation: although the reported low flow alarms were confirmed through evaluation of the submitted log file, a specific cause could not be conclusively determined through this evaluation. Furthermore, a correlation between the device and the reported stroke could not be conclusively determined through this evaluation. The evaluation of the device did not reveal any device-related issues. The pump was returned assembled with the driveline returned intact. The sealed inflow conduit and sealed outflow graft conduit were returned attached to their respective pump ports. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The hmii lvas IFU lists stroke and bleeding as adverse events that may be associated with the use of the hmii lvas. This IFU also addresses recommended anticoagulation therapy and inr ranges. The hmii lvas IFU explains all system alarms and how to troubleshoot them should they occur. This document also explains that pump flow is estimated from the pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, it also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. No further information was provided. The manufacturer is closing the file on this event.